Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic, after feeling a patient notifier. The patient's implantable cardioverter defibrillator was found to be in backup vvi mode. The device was restored. The patient was stable.